Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site. The patient underwent a pocket revision and the ipg remains implanted. The patient was doing well postoperatively.